Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose readings have been over 500 mg/dl. Customer stated that sometimes when he takes insulin, he will bottom out. Customer's blood glucose is over 600 mg/dl. Customer expressed the following symptoms of high blood glucose: thirst and frequent urination. Customer contacted his health care professional for his high blood glucose. Customer stated that he has a back-up plan. Customer treated by delivering a bolus. Customer ran a manual prime and the insulin did exit. Customer stated that he does not have a tubing clamp. Customer was advised that he will be shipped a tubing clamp and to call back to continue troubleshooting once he receives it. Customer stated that the cannula was not bent. Customer was advised to do a complete set change. Customer stated that he is taking valium for another disease but it should not affect his blood glucose.